Event description:
The customer reported that the systems was put into local mode at 14:23 to prepare for an upgrade of the software. At 15:08, a philips clinical research coordinator arrived on the floor to swap out the pc's. At that time, a code was called for a pt that was unresponsive and without a pulse. A doctor had walked into the room and found the pt. The customer alleges that there was no alarm at the central station. The pt expired.